Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Race - requested, not provided. Date of event: occurred (B)(6) 2019. Implanted date: device was not implanted. Explanted date: device was not explanted. Additional patient information: patient's height was 5'4". The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states: "hematoma formation after deployment of angio-seal. Femstop was applied. The patient continued to have active bleeding. Ta (computed tomography angiography) showed pseudoaneurysm formation associated with the right common femoral. Artery." The admitting diagnosis according to the medical record was chest pain. There is not a documented history of renal disease in the medical record. Updated medwatch: while attempting to deploy the angio-seal, it was noted that the device failed. Manual pressure was held for approximately 10-15 minutes, then a femstop was applied. Patient continued to have active bleeding. Protamine sulfate 3mg IV was given. Cta (computed tomography angiography) showed pseudoaneurysm formation associated with the right common femoral artery. According to the medical record, the cause of death was cardiac dysrhythmia due to ischemia cardiomyopathy. An autopsy was not performed. Intervention to the ostium of rca 7 french sheath in the femoral artery was used. Device failed broke, could not get it to work or stopped working. Additional information was received on 07may2020: according to the medical record, evidence of active bleeding from pseudoaneurysm formation associated with the right common femoral artery was identified during a cta of the abdomen on (B)(6) 2019 at 01:30am. The patient's time of death was (B)(6) 2020 at 02:57am. Based on the information known to date, both manual and fem-stop pressures were applied. According to the medical record, vascular surgery was consulted. Levophed was titrated for pressure support and the patient had 2 units of packed red blood cells. Surgery was not performed. A repair was not made on the pseudo- aneurism. Surgery was not performed. The patient received a total of two units of prbcs. The bleeding that occurred was internal. The patient had a successful intervention to the ostium of rca with 4.0*18mm xience sierra drug eluting stent. 14,000units of heparin were administered during the cath lab procedure. No subcomponents were removed from the body.